Event description:
During zoll technical svc dept's testing for shipment, the unit did not produce a "test ok" message, while performing 200 joules self test with the device's paddles. There was no pt involvement in the reported failure.